Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 25-dec-2024 and forwarded to millyard advanced medical products, llc on 27-dec-2024. The patient reported she was in the hospital (B)(6) 2024 due to issues with her pump. The patient did not specify what the pump issues were. No troubleshooting took place. It is unknown if the patient attempted to use her backup pump. No adverse side effects were reported. Two days prior to the reported hospitalization (B)(6) 2024), the patient reported she was using another device for remodulin treatment due to complications filling and trying to figure out the remunity pump. It is unknown if the patient was using another device or had switched back to remunity therapy before being hospitalized. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 24-jan-2025. Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that between 13 days and 8 days before the date of the complaint, occlusion alarms and an adjust pump attention alarm were generated. The logs leading up to the occlusion alarms are consistent with occlusion-like behavior. The logs leading up to the adjust pump attention alarm are consistent with transient occlusion-like behavior. During investigation, a test delivery was performed with no occlusion-like behavior, indicating that the pump functionality did not cause these alarms. The cause of the occlusion-like behavior cannot be determined. All returned materials functioned within specification during investigation, no device malfunctions were observed.